Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked during insertion. Event complications: none from the event reported 10/22/96. Pt's current status: unk rpt'd 10/22/96.